Manufacturer narrative:
The customer replaced the therapy cable assembly and then observed proper device operation through functional and performance testing. The device was returned to use. The removed therapy cable assembly was returned to physio-control for evaluation. Physio determined that the cause of the reported failure was due to an broken apex wire within the cable assembly.

Event description:
The customer reported that during a patient event, their device would continually prompt "connect electrodes" when the therapy cable assembly was connected to the device and attached to the patient through defibrillation electrodes. The customer was unable to provide any specific details about the patient, or the outcome of the patient following this event. There is no known consequence to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they replaced the therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device will not be returned to physio-control for evaluation.